Event description:
It was reported that the device was detached. A 1.50mm rotapro and a rotawire were selected for use. During preparation, it was noted that the catheter could not be threaded onto the wire as the wire lumen did not fit. Also the device was detached. There was no patient complications.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. A visual inspection revealed that the annulus of the burr was damaged. Product analysis confirmed the reported guidewire restriction, as the burr annulus was damaged to which the severity of damage present can cause resistance and could prevent wire insertion. The reported detachment failed to be confirmed as the device returned intact with no further damages or defects. However, analysis was not able to confirm the reported event of burr detachment. Based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event.

Event description:
It was reported that the device was detached. A 1.50mm rotapro and a rotawire were selected for use. During preparation, it was noted that the catheter could not be threaded onto the wire as the wire lumen did not fit. Also the device was detached. There was no patient complications.